Manufacturer narrative:
The distal set up joint (dsuj) has been returned and evaluated by the failure analysis team. The dsuj was analyzed and found to trigger error 319 (node not present) thus replicating the issue. The dsuj was installed on a test fixture where it failed check node b and c during programming. The probable root cause is due to an issue with the axis controller tornado (act) printed circuit assembly (pca).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported fault on arm 4. The tse observed error 1007 in the logs pointing towards the universal surgical manipulator (usm)4. The customer disabled usm 4 but was unable to manipulate boom and dock other arms. The csr opted to power cycle the system and hard power cycled the tower. The tse walked caller to emergency power off (epo) the patient side cart (psc) while system was powered off. The system powered on with message regarding boom disabled and error 319 on usm 4 with no option to disable usm 4. One additional system power cycle was performed with no change. The procedure was converted to another dv system. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse replaced the distal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.